Manufacturer narrative:
(B)(4). It was reported that error 116 was displayed on the carto system when the cable was connected to the 1st pentaray nav eco catheter (lot#17182417l). The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The 1st pentaray nav eco catheter (lot#17182417l) was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Error 116 was displayed on the carto when the cable was connected to the 1st pentaray nav eco catheter (lot#17182417l). The cable was re-connected and changed but the issue continued. The issue was resolved by changing the 2nd catheter (lot#17165852l). Issue #2: after replacing to the 2nd catheter, error 139 was displayed. The physician¿s comment ¿when the 1st catheter was connected to the cable, connection part of the cable was got wet¿ . The issue was resolved by changing the cable and the 2nd catheter. Analysis of this catheter corresponds to issue#2. Upon receiving, the catheter was visually inspected and it was found that ring #3, 8, 12 15 and 16 were found damage. The conditions of the rings were not originally reported on the complaint. Therefore, additional information was requested. However, no additional information was received. The type of damage suggests that the catheter had friction with another device possibly the sheath causing the rings to be uplifted. However, it could not be conclusively determined .the catheter outer diameters were measured and it was found within specifications. During manufacturing process all the catheters are 100% inspected for visual damages before packaging. On line inspections are in place to prevent these damage from leaving the facility. Per the event the catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/08/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. He device history record (DHR) for the lot number 17165852l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
This complaint is originally created for an MDR non-reportable magnetic sensor error issues. It was reported that error 116 was displayed on the carto system when the cable was connected to the 1st pentaray nav eco catheter (lot#17182417l). The issue was resolved by changing to the 2nd catheter (lot#17165852l). After replacing to the 2nd catheter, error 139 was displayed. The issue was resolved by changing the cable and the 2nd catheter. The procedure was completed without patient's consequence. This complaint was re-assessed to MDR reportable per bwi failure analysis lab findings in pentaray catheter (analysis # 1-2055492172, lot#17165852l) on 12/08/2015. Spine a has ring #3 squashed and rough on one side. Spine b has ring #8 squashed with one side rough. Spine c has ring #12 squashed with one side rough. Spine d has rings #15 and #16 squashed with one side rough. This is MDR reportable as the rough surface may cause damage to vascular endothelial linings during the insertion or withdrawal of the catheter. The awareness date of this complaint is reset to 12/08/2015 based on lab findings on 12/08/2015.